Event description:
Lead insulation failure resulting in low impedance,oversensing, and pocket stimulation was reported. Insulation breach was also reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.